Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient undergoing cerebral peritoneal shunt surgery due to traumatic brain injury. It was reported that the patient had a continuous fever that occurred one week after surgery and did not improve. As there was a risk of infection, the device was removed. After the patient returned to normal another surgery was completed. There was no product damage. There were no related patient symptoms. Additional information received reported that no adjustment was done anytime after implantation. No activities/analyses were done on the valve after the removal from the patient prior to sending it to the manufacturer. The valve was not bathed in any chemicals or antibiotics prior to implantation. No MRI's were performed while the device was implanted.

Manufacturer narrative:
The returned product met the requirements for patency and leak testing. The device was attached to the valve from (B)(4) with a suture. The catheter was 6.25 inches in length. Proteinaceous debris was observed on the catheter. The instructions for use cautions, ¿shunt obstruction may occur in any of the components of the shunt system. The catheter may become internally occluded due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, pseudocyst, or other debris.¿ due to the length of the catheter that was returned only one tensile test could performed on the device and the standard deviation could not be calculated. The sample tested met the requirements for tensile strength and ultimate elongation. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.